Manufacturer narrative:
To date, the device has not been returned to boston scientific's post market quality assurance laboratory. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this local representative contacted technical services to report that this device triggered end-of-life (eol). The monitoring voltage was 2.37 volts and was associated with a charge time of 33.0 seconds. Elective replacement indicator (eri) occurred in (B)(6) 2010. Technical services recommended that the device should be explanted and replaced. Technical services explained that eol was triggered due to charge time. The local representative planned to discuss this with the physician and schedule the patient for device replacement.

Event description:
Subsequently, boston scientific received information from an implant form that this device was explanted and replaced without incident.